Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported impact to the customer¿s blood glucose due to the reported issue. Reportedly the customer continued to use the pump for insulin therapy.